Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto bipap was returned to a third-party service center for evaluation. During evaluation, white particles were observed in the device assembly. No error codes were found in the device log history. The device was scrapped.